Manufacturer narrative:
Product event summary: at analysis it was determined that the generator's ventricular connector was damaged. The device was cleaned, inspected and repaired and passed its final testing on the test console with no anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for general service and repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.